Event description:
The account alleged that the foot side rail on the left side of the bed fell off the bed while the pt was moving around in the bed. The account alleged the pt did fall out of the bed but did not get injured. MFR 3006697241-2013-00052.